Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Patient reported after injection with juvederm ultra plus xc in the nasolabial folds and oral commissures, they developed swelling in the cheeks, "under the eyes", oral commissures and mouth after injection. Follow-up with the injecting healthcare professional noted that the patient had also been injected in the marionette lines. The healthcare professional noted immediate swelling at the injection sites for which the patient was advised to take oral benadryl and apply topical ice packs. Per the patient, the swelling eventually resolved, but for months later reoccurred and they went to their local emergency room where they were treated with prednisone and "a benedryl drip".